Event description:
It was reported that this right atrial (ra) lead was undersensing atrial fibrillation (af). P waves were noted to be low. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.